Event description:
(B)(4) received an e-mail from the ethicon risk manager stating the following:it was reported that the patient underwent a surgical procedure on (B)(6) 1999 and unk mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient had an a and p repair with an unknown prolene mesh implanted on (B)(6) 1996 due to pelvic relaxation. It was reported that patient underwent suture removal and placement of perigee implant on (B)(6) 2009 due to cystocele. It was reported that patient underwent posterior and anterior repair with kelly plication, placement of 2 bard matrix porcine grafts, and removal of prolene mesh sutures on (B)(6) 2003 due to cystocele and rectovaginal defect. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.